Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that for six months, when battery was changed, insulin pump would reinitialize. Customer reported that almost all settings were erased and time and date would need to reset. Customer's blood glucose was 86 mg/dl. Alarm history showed multiple unexpected restart alarms an signal too low alarms. Insulin pump was not stored or not in use for extended period of time. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed after the battery change due to faulty component on the interface board. No a17 alarm noted. The insulin pump passed self test and displacement test. The insulin pump had minor scratches on the lcd window.